Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a patient developed 3rd degree heart block after implant of an 23mm aortic valve. The patient had no baseline conduction issues prior to surgery. The surgeon used a full sternotomy approach and followed all the correct steps per the IFU. Valve size was determined to be 23mm because the 21mm sizer went through the annulus very easily and the 25mm sizer was tight. The surgeon mention that the aorta was tight and further extended the hockey stick aortotomy into the ncs prior to parachuting the valve. The valve was tight getting through the stj; however, the surgeon was able to see the exit aortic sutures without much difficulty once the valve was seated. A permanent pacemaker was placed on pod #5. The patient was discharged to snf/rehab on pod #8 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: UDI #: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient developed 3rd degree heart block after implant of a 23mm aortic valve. The patient had no baseline conduction issues prior to surgery. The surgeon used a full sternotomy approach, followed all the correct steps per the IFU, sizing was determined to be 23mm because the 21mm sizer went through the annulus very easily and the 25mm sizer was tight. The surgeon mention that the aorta was tight and further extended the hockey stick aortotomy into ncs prior to parachuting the valve. There was nothing unusual with the case; valve was tight getting through the stj, however the surgeon was able to see the exit aortic sutures without too much difficulty once seated. A permanent pacemaker was placed on pod #6.